Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/30/2020. H3 evaluation: one empty open folder, one suture piece and a detached needle of product were returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under magnification for suture remnant and none was noted. Additionally, there were slight marks on body that appeared to be by use of surgical instrument. The suture end was examined and there wasn't a sufficient impression at the swage end, resulting in the needle pull off. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the suture needle pull off is a light swage defect, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2020 and the suture was used. During surgery, the problem of pulling off suture needle had happened. Another like device was used to complete the surgery. There were no adverse patient consequences reported.